Event description:
It was reported that this inflatable penile prosthesis exhibited inflation issues. The patient underwent surgery, the cylinders were removed and fluid was drained from the reservoir. The reservoir was retained and refilled and new cylinders were measured and placed. There were no patient complications.